Manufacturer narrative:
The reported field event of unknown death was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. Related manufacturer reference number: 2017865-2020-02952. Related manufacturer reference number: 2017865-2020-02954.